Manufacturer narrative:
B3: event date is not known. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign, distributor) regarding a patient who was receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump. The patient's medical history included cancer. It was reported that the patient's pump was faulty. They suspected the in-pump drug(s) could not be infused. The date of the event was unknown. Diagnostic tests/troubleshooting performed to resolve the issue were unable to be provided. Factors that may have contributed to or contributed to the problem were unable to be provided. Actions taken to resolve the issue was indicated as not applicable. No surgical intervention was performed or planned. It was indicated that the issue was resolved as of (B)(6) 2024. The patient's weight at the time of the event was unknown. No patient symptom was reported. The patient was without injury regarding their status as of (B)(6) 2024.

Event description:
Additional information was received via a distributor. The patient did not require hospitalization / prolonged hospitalization. It was unknown if any diagnostic tests/troubleshooting was since performed. The cause of the issue regarding the pump not delivering medications was unknown / not able to be provided. It was recommended to replace the pump; however, the patient had not yet decided whether to replace the pump. The pump was still in use.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.